Event description:
Patient presented to the physician with an infection. Physician prescribed antibiotics. Patient presented back to the physician with c-diff infection potentially caused by previously prescribed antibiotics. Physician placed the patient on IV antibiotics. This resolved the issue.